Event description:
Patient reported having gingivitis diagnosed by their dentist. This is from office visit notes provided by the patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.